Event description:
The customer alleged they received questionable digoxin results for one patient on their c501 analyzer. The customer stated that on (B)(6) 2013, the patient had blood samples tested for digoxin and the results were all 0.0 ng/ml. The customer stated the digoxin results were reported outside the laboratory. The customer stated the patient had been taking digoxin all three days. The patient's sample from (B)(6) 2013 was tested in another laboratory and the result was either 1.46 ng/ml or 1.49 ng/ml from a siemens immulite analyzer. There were no adverse events. The digoxin reagent lot number was 659700 and the expiration date was not provided.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
Patient samples were returned for investigation. The investigation was able to reproduce the low digoxin results observed by the customer. Interfering factors such as; gammopathy, rheumatoid factors, hama, heterophilic antibodies, and patient medications could be excluded. The samples of this patient that were returned showed an unusually strong agglutination of the latex particles in the reagent leading to the negative results. The cause of this agglutination could not be identified.